Event description:
It was reported the pt was charging the device more than he expected. Impedances readings were <70 ohms on electrodes 5 and 7. The device was reprogrammed to avoid the electrodes with low impedance. The pt was able to go for 5 days before needing to recharge the device. The pt was satisfied with the outcome.